Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain, spinal pain, and complex regional pain syndrome type ii. It was reported that the patient saw a poor communications screen on the programmer. The patient stated that they got new batteries, but they can't get anything else to work. The patient stated that they haven't charged in about a month. The patient stated that they are not feeling stimulation, which was why they were calling. The patient stated that this has happened twice previously. It was reviewed it was unclear if the healthcare provider (hcp) could get the device running again. The patient was forwarded to their hcp to contact a manufacturer's representative (rep). The patient cannot communicate with any of their equipment. The patient stated that they haven't been able to do anything since (B)(6) 2017. The patient is unable to power up their device. The patient reported that they are having problems with the device and the programmer, but they will call later to resolve those. The patient stated that the device is on and they cannot adjust their stimulation. The patient stated that they have put new batteries in twice, so they know it doesn't have to do with programmer. The patient also stated that they fell on (B)(6). The patient was shoved a week later and the ins got blue and bruised and it swelled. The patient stated that this makes the third overdischarge now that they met with a rep and charged overnight. The patient did a 60 minute count down, but doesn't know if the 8 bars came up after to show they were charging. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for spinal pain, chronic low back pain and complex regional pain syndrome type ii. The patient reported that she had a fall and now isn't sure that her device is working. The patient mentioned that she does not have a sciatic or peroneal nerve in her left leg. The stimulator helped with this, however after the fall she has to use her cane more. The patient could not troubleshoot as their patient programmer needed batteries. The patient is expected to call back when they have put new batteries in. The patient also mentioned that she has a memory and back problems (unrelated to the device or therapy).